Manufacturer narrative:
As no surgical intervention is planned, it does not meet reportability criteria.

Event description:
Additional information received indicates that, per doctor¿s office the patient is not scheduled for any type of surgical intervention.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not received. The investigation results will be provided in the final report.

Event description:
It was reported that the patient may get re-implanted per doctor¿s request.